Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: (breakage)') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and hysterectomy (partial), salpingectomy (bilateral).). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device dislocation and fatigue outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), fatigue. Plaintiff have not received treatment for breakage/ expulsion and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: (breakage)') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral) and hysterectomy (partial), salpingectomy (bilateral).). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and fatigue outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), fatigue. Plaintiff have not received treatment for breakage/ expulsion and migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event ¿injury nos¿ is replaced with ¿pelvic pain¿. New events added: breakage/ expulsion: (breakage), migration, dysmenorrhea (cramping), abdominal, menorrhagia (heavy menstrual bleeding), fatigue and plaintiff did not undergo confirmation test. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.